Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to obtain additional information are on going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue with the pump in style power adapter starting on fire was addressed in CAPA (B)(4). The investigation found the probable root cause to be a short in the cord caused by degradation of the insulation separating the positive and negative wires. The probable causes of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customers were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. The subject unit was manufactured prior to the corrective action under (B)(4). A replacement transformer was sent to resolve this issue. No further action is required. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration.

Event description:
The customer reported to customer service that she saw smoke coming from her transformer and flame coming from exposed wires on the cord.